Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker escs bv in venlo it was noticed that there is a small hair under the sealing foil of the product packaging (it can be seen on the product identification label above the word "ref").

Manufacturer narrative:
The reported incident that olecranon plate variax for left ulna 10 hole / l161mm was alleged of issue s-130 (contamination of the packaging) could not be confirmed. Based on investigation, the root cause was attributed to a other related issue. It was merely a very small fibre which was slightly sticking on the side of the label which did not cause a problem at all. The device inspection revealed the following: a very small fibre is indeed visible which was slightly sticking on the side of the label. Note that the entire package had been gamma sterilized, therefore it would have been still safe to be used. Note that this had no impact whatsoever with the original packed implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the receiving process at stryker (B)(4), it was noticed that there is a small hair under the sealing foil of the product packaging (it can be seen on the product identification label above the word "ref").